Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had her device implanted in (B)(6) 2016 and that in (B)(6) 2017 she had her device re-implanted because she lost so much weight so quickly after implant, about 50 pounds. The patient lost so much weight 6 months after implant and it was affecting her. The device was becoming painful so they repositioned it. In the very beginning, when she was heavier, it was good, but as she lost more weight it got worse. She noted the device became painful and the battery itself became ¿hard.¿ no further complications were reported/anticipated. Omitted information related to (B)(4)- recharging difficulty/migrates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the weight loss was due to medications for convulsion (topirimate), the ability to walk and move about, and the change to a healthier diet. It was reported the revision resolved the ins becoming painful and hard. The patient provided the contact information of the surgeon who performed the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the convulsions were not related to their device or therapy. The convulsions were due to nerve damage, and the device helped reduce the pain of nerve convulsions. No further complications were reported/anticipated.